Manufacturer narrative:
D9 - date returned to MFR: 19-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that the device had not been serviced during this period. Visual inspection and functional testing were conducted, revealing that the pump displayed error lec 1836 (sensor malfunction) upon power-up. The complaint was substantiated. The root cause was identified as a faulty optical switch, which was resolved by replacing the component.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump presented an error 1836. This code is related to the photo encoder signal oscillation and malfunction of the pump¿s motor or internal sensor system which could contribute to an interruption of therapy if the malfunction were to recur. There was no patient involved or harm was reported.